Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented through merlin.net transmission, non-sustained rv oversensing episodes were observed. Upon reviewing the session records, cross-talk was noted. Device reprogramming was not recommended as the behavior was for two minutes only. Patient monitoring was suggested.